Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Physician reported right side device removal due to "suspicious for alcl." Histopathological markers were not reported.

Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late.

Event description:
Physician reported left side device removal due to "suspicious for alcl;" pathology confirmed that alcl is not present as the pathological markers of cd30+ and alk- were not confirmed. Further reported was "the patient developed a large seroma" and "capsular contracture, baker grade IV (bilateral)." The reported "reoccurrence of breast cancer" is considered not related to the device. The device has been explanted.